Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly post implant procedure; a medical emergency team was called as the patient experienced shortness of breath while lying flat and was in atrial fibrillation with a fast ventricle response. The patient became decompensated. An echo and x-ray were taken; a pericardial effusion resulting in tamponade was observed. The right ventricular lead had perforated the patient. A pericardiocentesis was performed. It was noted that during the implant procedure, the lead was repositioned multiple times to obtain optimum capture thresholds. During one day post procedure device check, the right ventricular lead exhibited a slight increase in capture thresholds. The patient was in stable condition.